Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported the pt received more medication than intended. The device was to be used to deliver an unspecified concentration of propofol. The customer contact stated the tubing set was primed with propofol and connected to the pt. It was reported that when physician attempted to load the cassette into the device, the door of the device would not close. After an unspecified length of time while waiting for a replacement device, the physician noted the pt has received approx 10ml of propofol. The pt was "asleep, but arousable after approx 60 seconds". No medical interventions were required. There were no reported adverse pt sequelae. The device was removed from the clinical service. Therapy was resumed using a replacement device. During testing at the user facility, it was reported the device has a broken door roller. Though requested, no additional info was provided.